Event description:
Consumer complaint of about blood result reading "lo". Customer states that she feels well and requires no medical attention. Customer's expected blood results are 90-105mg/dl fasting. Verified the strips expire 06/15/2017. Customer confirms the strips are stored in the kitchen cabinet and were first opened (B)(6) 2015. Reviewed meter memory: lo mg/dl, (B)(6) 2015, 11:09:00 am, fasting: yes; lo mg/dl, (B)(6) 2015, 07:29:00 am, fasting: yes; 126mg/dl, (B)(6) 2015, 07:28:00 am, fasting: yes; 110mg/dl, (B)(6) 2015, 07:51:00 am, fasting: yes; 93mg/dl, (B)(6) 2015, 08:00:00 am, fasting: yes. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction:strip issue.

Event description:
Consumer complaint of about blood result reading "lo". Customer states that she feels well and requires no medical attention. Customer's expected blood results are 90-105mg/dl fasting. Verified the strips expire 06/15/2017. (B)(6) 2015. Reviewed meter memory: (B)(6). No adverse event reported.